Event description:
It was reported that the customer had a failed battery test and battery out limit on the insulin pump. The customer's blood glucose level was 180 mg/dl. The troubleshooting was performed. The customer was unable to proceed with troubleshooting due to needing to change battery and the patient didn't have any more aaa alkaline batteries. The customer was advised to used (B)(6) aaa alkaline battery and contact us if she has anymore issue with her insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.